Event description:
Doctor noticed a strong resistance after insertion of a matrix 5-30 soft coil through the hub of the catheter. The coil was detached, but the end of the coil became lodged in the tip of the catheter. He was able to push the coil out of the catheter with a guidewire. No injury to pt.